Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; battery compartment. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/29/2016 with the following findings: on investigation, the battery compartment was cracked along the side and from case seal traveling to bumper. The cartridge compartment was also cracked. Investigation confirmed the complaint. Unrelated to the original complaint, the display was dim and discolored. The contrast button was noted to be under responsive; however, the contrast button has no effect on insulin delivery to the patient. Contamination was found on the contrast button contact.